Event description:
Pt noticed a rash around vagina and perineal area after using always maxipads. It cleared up after they discontinued use. Went to their physician who did not prescribe any treatment, but did say that this wasn't the first complaint he had heard.